Manufacturer narrative:
Manufacture date: 03/08/2017 - 03/09/2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection between a clearlink extension set and a non-baxter catheter set. This occurred during infusion of lactated ringer's solution in the ambulatory surgery unit. The other end of the extension set was connected to a baxter primary set. There was no patient injury or medical intervention associated with this event. No additional information is available.